Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not being returned, therefore is unavailable for a physical evaluation. A review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Multiple emails have been sent to gather additional information on the product complaint, but no updates have been received. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. (B)(4). The expiration date is currently unavailable.

Event description:
This is report 2 of 3 for the same event. It was reported by the affiliate in (B)(4) that during shoulder stabilisation surgical procedure, it was observed that there were faults with the ideal suture shuttles. The kite of the chia wire broke on first use in every single ideal shuttle. The surgeon was using them under normal conditions without excessive force but they broke. The sales rep believes the chia wire needs to be far stronger in order to perform as it should. It was reported that the devices have been discarded